Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during prime. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had cracked display window and corners, broken belt clip slot, and broken reservoir tube lip.